Manufacturer narrative:
(B)(4). The reported complaint of "burning smell" is confirmed based on the picture provided. The picture shows a burnt recorder strip. According to the field service report, the recorder assembly and printer cable were replaced. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the inoperative printer. The root cause of this complaint is undetermined. A potential cause of the complaint is due to contact of fluid. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "occurrence of 'burning smell and pump exchange questioned during new user class. User reporting issue not sure of exact details or date of occurrence". A service of the device was conducted which reported "corrosion was found on internal pc board, which appears to be from fluid intrusion. There is evidence of saline dripping down the front of the case. The device produced a recorder alarm due to the failure of the recorder and ultimately caused the paper to burn". There are unknown details surrounding patient involvement.

Event description:
It was reported "occurrence of 'burning smell and pump exchange'questioned during new user class. User reporting issue not sure of exact details or date of occurrence". A service of the device was conducted which reported "corrosion was found on internal pc board, which appears to be from fluid intrusion. There is evidence of saline dripping down the front of the case. The device produced a recorder alarm due to the failure of the recorder and ultimately caused the paper to burn". There are unknown details surrounding patient involvement.

Manufacturer narrative:
(B)(4).